Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant failure. The implant was not secured to driver during transfer.

Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 1924. Health effect - impact code - 4621. Medical device problem code - 1863. Investigation findings code - 3221. Investigation conclusions code - the correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. Medical device problem code - 1384. Investigation findings code - 3253. This is a follow up report to correct these/this code(s). Correcting manufacturer narrative from: since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. To: dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. This is a follow up report for this corrected information. Correcting concomitant medical products from 68011106-52246 to primetaper ev ø4.8 x 11mm os ref (B)(4) lot 52246. This is a follow up report for this corrected information. Describe event or problem: from : it was reported that a patient experienced a dental implant failure. The implant was not secured to driver during transfer. To: it was reported, that the implant driver did separate from the implant. This is a follow up report for this corrected information.

Event description:
It was reported, that the implant driver did separate from the implant.